Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that sdi video signal and dvi video signal were not working doe to faulty boards. The cause of boards failure could not be identified. The exact product receipt date was not obtained, but it was considered on (B)(6) 2021 as filled in d9 because the local service department evaluated the device on that date. No more information can be provided at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to olympus. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the reprocessing, it was found that sdi port stopped working. Only y/c port was working. There was no report of patient injury associated with the event.